Event description:
Three (3) different safeguard pressure assisted devices utilized on a patient with bleeding issues. All three devices used would not deflate once it was inflated. All three had to be popped off with bulb inflated. Lot # 805764. Red label ID on package at bottom of label is 100611 (B)(6). Reference report#: mw5170856, mw5170857.